Manufacturer narrative:
B3: event date unknown. E1: (B)(6). One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log was downloaded and functional testing was performed. The reported issue was able to be replicated. The root cause was a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an ¿external seal problem¿. There was unknown patient involvement and unknown patient harm.